Event description:
Information received from the field notes that the patient went into cardiac distress and convulsions while on the hospital orthopedic floor for a broken arm. The device did not appear to be pacing the heart and when checked was found to be in back-up mode. The pulse width changed from .8ms to .6ms, which may have caused loss of capture. A software download was successfully performed and normal function ensued.